Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference (B)(4). The customer stated that there was no patient involvement.

Event description:
Tsc notes. (B)(4). Connected to server and reviewed network ranges and pump connectivity. Reviewed information with customer. Suggested he work with his it department as it seems to be wireless related. Customer was ok with this. Told customer I would close case out next week if no word back from him. Problem description (B)(4). Pumps are dropping from the wireless randomly. Connecting to server to review network settings.